Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, three photographs of the sample was provided for evaluation. The visual inspection of the three provided photos showed the product during treatment. Picture one showed two water drops in the header area, picture number two was not very clear and picture three showed only the product label. The reported failure was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within the first 10 minutes of treatment with a polyflux 140h dialyzer, an external dialysate leak was observed from the header. There was no patient injury, or medical intervention associated with this event. No additional information is available.